Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and kidney infection on unknown with blood glucose of 492 mg/dl. The customer's other blood glucose was 400 mg/dl, 498 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Insulin pump received replace battery now alarm with low battery alarm. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer was reported that auto mode was not active. Customer declined high pressure test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.